Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the ise (ion selective electrode) waste drain was backing up and the drain valve was not working. The fse replaced the ise waste valve (467396). Identified failure mode: failure mode was determined to be the ise waste valve.

Event description:
The customer reported erroneous high sodium, carbon dioxide, calcium and/or erroneous low chloride test results were generated for 12 patient samples when using the unicel dxc 800 synchron system. Erroneous test results for 2 of the 12 patient samples were reported out of the laboratory. Amended reports for the two patient samples were issued. The samples were repeated on another unicel dxc 800 synchron system in the laboratory and those results were reported. There were no reports of death, injury or affect to patient treatment. Note: (B)(6).